Event description:
Knee disorder (unspecified) [arthropathy]. White matter in the knee (unspecified) [adverse event]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales representative regarding multiple patients (genders, ages and initials unknown). The patients' medical history was not provided. On unspecified dates, the patients initiated treatment with synvisc (hylan g-f 20) at a dose of 2 ml, per week, in unspecified locations. The lot numbers for synvisc were not provided. On unspecified dates (approximately one year after receiving synvisc), the orthopedic surgeon operated/scoped on the patients for "knee disorder (unspecified)" and found the "white matter in the knee" (adverse event unspecified). The action taken with synvisc treatment was not provided. The outcome for the events of "knee disorder (unspecified)" and "white matter in the knee" was not provided. Relevant concomitant medications were not provided. The intensity for the events of "knee disorder (unspecified)" and "white matter in the knee" was not provided. The reporting physician did not provide the relationship between synvisc and both the events.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.